Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information stated there no patient harm. After correct deployment of the subject flow diverter to the aneurysm, when retrieving the stent delivery wire, it got hooked up with the subject flow diverter and jumped backwards significantly into the proximal m1 with the final result of the subject flow diverter not covering the aneurysm neck but correctly opened. A second flow diverter was deployed without any complication and the patient didn't present any complication. 15 minutes surgical delay was noted. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. While the device was not returned for analysis as it was implanted, it is most likely that anatomical factors encountered during the procedure resulted in the sdw (stent delivery wire) becoming stuck in the stent which contributed to the stent dislodged/migrated. An assignable cause of procedural factors will be assigned to the as reported events of stent dislodged/migrated and sdw stuck in stent as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that following correct deployment of the subject flow diverter in the right middle cerebral artery, when retrieving the pusher wire the subject flow diverter jumped backwards significantly into the proximal m1. This resulted in the subject flow diverter not covering the aneurysm neck but was correctly opened. A second flow diverter was deployed without any complication. There was a surgical delay of 15 minutes. No clinical consequences were reported to the patient.

Event description:
It was reported that following correct deployment of the subject flow diverter in the right middle cerebral artery, when retrieving the pusher wire the subject flow diverter jumped backwards significantly into the proximal m1. This resulted in the subject flow diverter not covering the aneurysm neck but was correctly opened. A second flow diverter was deployed without any complication. There was a surgical delay of 15 minutes. No clinical consequences were reported to the patient.